Event description:
Caller reported she was on oxygen for a while and decided to look for a lighter, more portable option. She purchased the portable oxygen concentrator from (B)(6). Prior to the purchase caller stated she was notified by the company that the device may be incompatible due to her ipf diagnosis. Caller received the device and like the company stated she was unable to use the device and was unable to return it. The company told her she needed a return merchandise authorization form which caller stated she never received. Caller also reported the company told (B)(6) they are unable to return medical devices when the website contradicts. Caller was also notified she can't sell the device without a prescription, so now she is stuck with a (B)(6) device she can't use.